Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 300-500. The customer changed pump supplies to address the occlusions. Reportedly the customer using fiasp insulin. Tandem technical support educated the customer that fiasp is off label insulin and should not be used with the pump. The customer switched from fiasp to novolog to address the issue.